Event description:
It was reported that a pt sustained blisters on the wrist and hip after a mr cervical spine exam. The size of the blister was unk. The cervical spine exam consisted of 14 scans that lasted 40 minutes. The customer indicated that the pt was padded away from the bore; however, padding was not used to prevent the arm from contacting the hip during the exam. According to the customer contact, no medical intervention was performed on the pt. The pulse sequences used for the exam were fse, gre and merge. The pt complained of warming during the fse and gre sequence. The durations for the series were the following: 25sec, 2:31min, 2:31min, 1:59min, 3:20min, 3:14min, 33sec, 3:00min, 33sec, 20sec, 1:47min, 1:46min, 2:31min, and 2:26min.

Manufacturer narrative:
Ge healthcare has initiated an investigation for this event.